Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) level¿s in the 50¿s mg/dl. On (B)(6) 2025 the customer went to the ER. Data was reviewed and suspected cause was pump settings needing adjustments. Customer declined to provide any additional information.